Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of hyperglycemia and was hospitalized on (B)(6) 2024. The blood glucose level was 400 mg/dl with the presence of ketones at the time of hospitalization; therefore, the patient was treated with intravenous (IV) insulin drip. The symptom reported by the patient at the time of the hospitalization event was nausea. The length of hospitalization was greater than 24 hours. No further information was available.